Manufacturer narrative:
The device has been reported as discarded, therefore no product investigation can be performed, and the customer complaint cannot be confirmed. Manufacturing record evaluation (mre) cannot be conducted because no lot number was provided by the customer. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by biosense webster, inc., or its employees that the report constitutes an admission that the product, biosense webster, inc., or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Manufacturer's reference number: (B)(4).

Event description:
It was reported that a 34-year-old female patient weighing 150.0 lbs. Underwent a supraventricular tachycardia (svt) ablation procedure with a thermocool® smart touch® sf bi-directional navigation catheter. The patient suffered cardiac tamponade requiring a pericardiocentesis. It was reported that the physician perforated the heart. The physician was not sure if the perforation was from the transseptal access or the ablation catheter. The patient was stable. After transseptal access, the ultrasound confirmed the patient had a pericardial effusion. A pericardiocentesis was done and 400cc of fluid was removed. The patient did not require surgical repair. The procedure was aborted. They had not performed any ablations. They used a quad a in the high right atrium, an octapoloar d curve his catheter, a cs fj curve catheter in the coronary catheter, a soundstar catheter in the right atrium, an abbott schwartz catheter used for transseptal access, and a thermocool® smart touch® sf bi-directional navigation catheter in the left atrium. All catheters have been discarded. Additional information was received. The physician¿s opinion on the cause of this adverse event is due to the procedure. The outcome of the adverse event was fully recovered (no residual effects). No extended hospital stay. The relevant tests/laboratory data was nothing out of normal range. Other relevant history is postpartum. No ablation was done. Transseptal puncture was performed with a brk1 abbott needle. Ablation catheter was placed through the sheath into the left atrium and was removed before anything else was done. Pericardial effusion was found, and physician removed the catheter and sheath. Visitag module wasn¿t used.